Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Unit was received with currents in specifications. Unit had messing end cap sticker, cracked case at display window corners, reservoir tube lip, display window and scratched display window.

Event description:
It was reported that the insulin pump had a recurring motor error alarm during bolus. Caller stated that they were able to rewind the insulin pump. Nothing further was reported.